Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture

Event description:
Healthcare professional reported "sudden breast swelling with the appearance of a hematoma", "capsular contracture grade IV on this side and rupture", "patient has been affected by a neoplastic disease since 2023: chronic lymphocytic leukemia with large granular t lymphocytes of the t and nk lineage", "a bleeding nodular mass was found." And "mastodynia". Patient was prescribed antibiotic therapy with ceftriaxone + teicoplanin and is now on anticoagulant therapy. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of cancer is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0) was performed, and the event of cancer is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "sudden breast swelling with the appearance of a hematoma", "capsular contracture grade IV on this side and rupture", "patient has been affected by a neoplastic disease since 2023: chronic lymphocytic leukemia with large granular t lymphocytes of the t and nk lineage", "a bleeding nodular mass was found." And "mastodynia" . Patient was prescribed antibiotic therapy with ceftriaxone + teicoplanin and is now on on anticoagulant therapy. This record is for the right side. Device was explanted and replaced.